Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified within the aquabplus reverse osmosis (ro) system. Two wire connections on the control console appeared discolored. There was no observed burning smell, smoke, spark, flame, or arcing. The connections were reported to be functional. No parts were replaced to resolve the thermal damage. No other indication of thermal decomposition was identified within the ro system. No blown fuses were identified in the external power disconnect. No power issues were experienced at the facility on or around the reported event date. The ro system is plugged into its own breaker. The ro system remains in service. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue. No photographs of the thermal damage are available. No parts will be returned to the facility for physical evaluation.

Manufacturer narrative:
Correction: h6 (device component code).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified within the aquabplus reverse osmosis (ro) system. Two wire connections on the control console appeared discolored. There was no observed burning smell, smoke, spark, flame, or arcing. The connections were reported to be functional. No parts were replaced to resolve the thermal damage. No other indication of thermal decomposition was identified within the ro system. No blown fuses were identified in the external power disconnect. No power issues were experienced at the facility on or around the reported event date. The ro system is plugged into its own breaker. The ro system remains in service. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue. No photographs of the thermal damage are available. No parts will be returned to the facility for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that thermal damage was identified within the aquabplus reverse osmosis (ro) system. Two wire connections on the control console appeared discolored. There was no observed burning smell, smoke, spark, flame, or arcing. The connections were reported to be functional. No parts were replaced to resolve the thermal damage. No other indication of thermal decomposition was identified within the ro system. No blown fuses were identified in the external power disconnect. No power issues were experienced at the facility on or around the reported event date. The ro system is plugged into its own breaker. The ro system remains in service. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue. No photographs of the thermal damage are available. No parts will be returned to the facility for physical evaluation.

Manufacturer narrative:
Plant investigation: the thermal damage at 24v connection cable/plug was found during initial troubleshooting for error f-02-52-01. This initial failure is not part of the complaint investigation. According to the intake information, the part 24v connection cable/plug was discolored but still functional. No part was replaced to resolve the thermal damage. The failure pattern thermal damage at 24v connection cable/plug is known and an internal CAPA project could be assigned to this complaint record. The intake information and the provided information are sufficient to confirm the thermal damage at the 24v connection cable/plug. The internal CAPA project is related to the manufacturing process of the 24v connectors which are connected to the power supply unit. There is a bad electrical contact at the contact pin which results in transition resistance and high thermal energy. This results in an overheated and discolored part 24v connection cable/plug in this case. Due to the bad electrical contact the 24v voltage could get lost. The production process was improved within the internal CAPA and the corrective action was completed in april 2023. Since april 2023 devices and spare parts are manufactured via the improved process only. The affected device was manufactured in 2019 before implementing the corrections in series production. It is recommended to replace the 24v connection cable/plug (spare part f40005870) in stage 1 and stage 2 if not already completed.